Event description:
A pharmacist in the (B)(6) contacted customer service on behalf of a customer. The customer received a contour reading of 29 mmol/l on a thursday and her diabetes nurse increased her insulin dosage. Over the weekend, the customer did not feel well. On monday morning, the customer became hypoglycemic and was taken to the hospital. She was discharged that day. Later in the day, the customer was nauseous and began to feel hypoglycemic around 10 pm. Her son tested her blood glucose and received a reading of 2.1 mmol/l. Paramedics were called and they tested the customer's glucose at 4.2 mmol/l when they arrived. The customer was treated with glucose and taken to the hospital. No other information was provided. The test strips are to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.